Manufacturer narrative:
Omit: e2401 - insufficient information, f24 - insufficient information. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
A report was retrieved from health canada medical device incidents database regarding issues involving insufficient information, infusion or flow problem, defective component, device discarded. There is no information on patient involvement and patient impact. A report was received from health canada's canada vigilance program which states, "writer started mgs04 @ 1500 for 4 hr programmed in IV pump. Rechecked after 35 min 70% fluid missing from mg IV bag but show programme in IV pump it is 219 ml in mg bag and flow rate show 62.5 ml/hr. Rn,pcc, dr. Notified right away. Dr. Stat order mg, ECG and every 15 min vitals x 24 hr. No sign and symptom dizzy and any abnormal sign. After mg level 0.7 changes vital every 15 min to every 4 hour until am, pm dr. Has seen the ECG. Plan is to monitor the pt as per doctor's order."

Event description:
A report was retrieved from health canada medical device incidents database regarding issues involving insufficient information, infusion or flow problem, defective component, device discarded. There is no information on patient involvement and patient impact. A report was received from health canada's canada vigilance program which states, "writer started mgs04 @ 1500 for 4 hr programmed in IV pump. Rechecked after 35 min 70% fluid missing from mg IV bag but show programme in IV pump it is 219 ml in mg bag and flow rate show 62.5 ml/hr. Rn,pcc, dr. Notified right away. Dr. Stat order mg, ECG and every 15 min vitals x 24 hr. No sign and symptom dizzy and any abnormal sign. After mg level 0.7 changes vital every 15 min to every 4 hour until am, pm dr. Has seen the ECG. Plan is to monitor the pt as per doctor's order."

Manufacturer narrative:
Correction : date of event, describe event or problem, initial reporter addr 1, initial reporter city, initial reporter zip, initial reporter facility name, report source, report source other. Additional information : concomitant med prod/dates.

Event description:
A report was retrieved from health (B)(6) medical device incidents database regarding issues involving insufficient information, infusion or flow problem, defective component, device discarded. There is no information on patient involvement and patient impact.

Manufacturer narrative:
The actual date of event is unknown. The root cause for the reported issue that the pump issue - infusion or flow problem was not determined. The reported issue that there was the pump issue - infusion or flow problem could not be confirmed. No further investigation of this event is possible at this time, and no patient harm was reported. Device was not returned to manufacturing facility.

Event description:
A report was retrieved from (B)(6) medical device incidents database regarding issues involving insufficient information, infusion or flow problem, defective component, device discarded. There is no information on patient involvement and patient impact.